Event description:
Pulmonetic systems, inc received the following report from a representative of user facility: turbine stopped, unit displayed "hardware fault". No audible alarm was present. Reported problem was identified during initial testing. Device was not on a patient at the time of event. Operating on main power source.